Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this pacemaker had an infection. Reportedly, the patient also had altered mental status and ventricular bigeminy. Additional information received indicates that a revision was performed and the pacemaker along with the right atrial (ra) lead and right ventricular (rv) lead were explanted about a week after the implant. No field representative was present during the explant. The device and leads were discarded. No additional adverse patient effects were reported.